Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed that air leakage from universal cable. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens was scratched/component failure of objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: air leakage from universal cable is caused by a component failure of the universal cable. Objective lens was scratched is caused by a defective of objective lens. The cause of the complaint is traced to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had cracked cord section and air leakage. These issues occurred at service/maintenance. There were no reports of patient harm.